Event description:
It was reported that, while in use on a patient, a 980 ventilator generated multiple simultaneous alarms (severe occlusion and oxygen (o2) sensor alarm). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and noticed that the patient circuit had been removed from the ventilator and was not available for the evaluation. Therefore, the se was not able to duplicate the occlusion alarm. The se calibrated the o2 sensor and the o2 alarm was resolved. The se performed extended self-testing on the device and all tests passed.